Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside tubal ostia / migration'), benign hydatidiform mole ('molar pregnancy/spontaneous vaginal delivery 15 week demise') and pre-eclampsia ('pregnancy caused severe preeclampsia') in a 40-year-old female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 1999, pregnancy, fatigue, dyspnea, fetal cystic hygroma, low back pain, irregular menstruation, osteoporosis, irritable bowel syndrome, insomnia, bronchitis, parity 2 (dates of live births: (B)(6) 2000, (B)(6) 2003.), multigravida, parity 2, fatigue, abdominal pain, urinary tract disorder, peripheral edema, left lower quadrant pain, vaginal bleeding and fetal cystic hygroma. Concomitant products included naproxen sodium, nifedipine (procardia) and paracetamol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), depression ("depression") and anxiety ("mental anguish"), 18 days after insertion of essure. In (B)(6) 2012, the patient was found to have benign hydatidiform mole (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On an unknown date, the patient experienced pre-eclampsia (seriousness criterion medically significant) with oliguria and pulmonary oedema ("pulmonary edema"). The patient was treated with surgery (dilation and curettage, full hysterectomy-(B)(6) 2013,salpingectomy(bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, benign hydatidiform mole, pregnancy with contraceptive device, pre-eclampsia, pulmonary oedema, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, benign hydatidiform mole, depression, device dislocation, heavy menstrual bleeding, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pulmonary oedema and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. Number of coils present on the left: 5. Number of coils present on the right: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received: reporter, medical history and rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside tubal ostia'), benign hydatidiform mole ('molar pregnancy/spontaneous vaginal delivery 15 week demise'), pregnancy with contraceptive device ('pregnancy (with complications)'), pre-eclampsia ('pregnancy caused severe preeclampsia') and pulmonary oedema ('pulmonary edema') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, fatigue, dyspnea, fetal cystic hygroma, low back pain, irregular menstruation, osteoporosis, irritable bowel syndrome, insomnia and bronchitis. Concomitant products included nifedipine (procardia) and paracetamol (tylenol regular). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), depression ("depression") and anxiety ("mental anguish"), 18 days after insertion of essure. In november 2012, the patient was found to have benign hydatidiform mole (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pre-eclampsia (seriousness criterion medically significant) with oliguria and pulmonary oedema (seriousness criterion medically significant). The patient was treated with surgery ((B)(6)2013 hysterectomy with unilateral salpingectomy and dilation and curettage, partial hystorectomy-(B)(6)2013 ). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, benign hydatidiform mole, pregnancy with contraceptive device, pre-eclampsia, pulmonary oedema, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, benign hydatidiform mole, depression, device dislocation, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pulmonary oedema and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010 : total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019 : quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside tubal ostia'), benign hydatidiform mole ('molar pregnancy/spontaneous vaginal delivery 15 week demise'), pregnancy with contraceptive device ('pregnancy (with complications)'), pre-eclampsia ('pregnancy caused severe preeclampsia') and pulmonary oedema ('pulmonary edema') in a 40-year-old female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 1999, pregnancy, fatigue, dyspnea, fetal cystic hygroma, low back pain, irregular menstruation, osteoporosis, irritable bowel syndrome, insomnia, bronchitis and parity 2 (dates of live births: (B)(6)2000,(B)(6) 2003.). Concomitant products included naproxen sodium, nifedipine (procardia) and paracetamol. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), depression ("depression") and anxiety ("mental anguish"), (B)(4) days after insertion of essure. In (B)(6)2012, the patient was found to have benign hydatidiform mole (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pre-eclampsia (seriousness criterion medically significant) with oliguria and pulmonary oedema (seriousness criterion medically significant). The patient was treated with surgery ((B)(6)2013 hysterectomy with bilateral salpingectomy and dilation and curettage, full hystorectomy-(B)(6)2013,salpingectomy(bilateral)on (B)(6)2013). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, benign hydatidiform mole, pregnancy with contraceptive device, pre-eclampsia, pulmonary oedema, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, benign hydatidiform mole, depression, device dislocation, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pulmonary oedema and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Lot number were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside tubal ostia / migration'), benign hydatidiform mole ('molar pregnancy/spontaneous vaginal delivery 15 week demise') and pre-eclampsia ('pregnancy caused severe preeclampsia') in a 40-year-old female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 1999, pregnancy, fatigue, dyspnea, fetal cystic hygroma, low back pain, irregular menstruation, osteoporosis, irritable bowel syndrome, insomnia, bronchitis and parity 2 (dates of live births: (B)(6) 2000,(B)(6) 2003.). Concomitant products included naproxen sodium, nifedipine (procardia) and paracetamol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), depression ("depression") and anxiety ("mental anguish"), 18 days after insertion of essure. In (B)(6) 2012, the patient was found to have benign hydatidiform mole (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy (with complications)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pre-eclampsia (seriousness criterion medically significant) with oliguria and pulmonary oedema ("pulmonary edema"). The patient was treated with surgery (dilation and curettage, full hysterectomy (B)(6) 2013,salpingectomy(bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, benign hydatidiform mole, pregnancy with contraceptive device, pre-eclampsia, pulmonary oedema, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, benign hydatidiform mole, depression, device dislocation, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pulmonary oedema and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events pelvic pain, menorrhagia, vaginal haemorrhage was updated to recovered/resolved. Event of pregnancy with contraceptive device and pulmonary oedema downgraded to non-serious. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside tubal ostia'), benign hydatidiform mole ('molar pregnancy/spontaneous vaginal delivery 15 week demise'), pregnancy with contraceptive device ('pregnancy (with complications)'), pre-eclampsia ('pregnancy caused severe preeclampsia') and pulmonary oedema ('pulmonary edema') in a 40-year-old female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage in 1999, pregnancy, fatigue, dyspnea, fetal cystic hygroma, low back pain, irregular menstruation, osteoporosis, irritable bowel syndrome, insomnia, bronchitis and parity 2 (dates of live births: (B)(6) 2000, (B)(6)2003.). Concomitant products included naproxen sodium, nifedipine (procardia) and paracetamol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), depression ("depression") and anxiety ("mental anguish"), 18 days after insertion of essure. In (B)(6) 2012, the patient was found to have benign hydatidiform mole (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pre-eclampsia (seriousness criterion medically significant) with oliguria and pulmonary oedema (seriousness criterion medically significant). The patient was treated with surgery ((B)(6)2013 hysterectomy with bilateral salpingectomy and dilation and curettage, full hysterectomy-(B)(6)2013, salpingectomy(bilateral) on (B)(6)2013). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, benign hydatidiform mole, pregnancy with contraceptive device, pre-eclampsia, pulmonary oedema, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, benign hydatidiform mole, depression, device dislocation, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pulmonary oedema and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside tubal ostia'), benign hydatidiform mole ('molar pregnancy/spontaneous vaginal delivery 15 week demise'), pregnancy with contraceptive device ('pregnancy (with complications)'), pre-eclampsia ('pregnancy caused severe preeclampsia') and pulmonary oedema ('pulmonary edema') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, fatigue, dyspnea, fetal cystic hygroma, low back pain, irregular menstruation, osteoporosis, irritable bowel syndrome, insomnia and bronchitis. Concomitant products included nifedipine (procardia) and paracetamol (tylenol regular). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pain pelvic"), depression ("depression") and anxiety ("mental anguish"), 18 days after insertion of essure. In (B)(6) 2012, the patient was found to have benign hydatidiform mole (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pre-eclampsia (seriousness criterion medically significant) with oliguria and pulmonary oedema (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2013 hysterectomy with unilateral salpingectomy and dilation and curettage, partial hysterectomy-(B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, benign hydatidiform mole, pregnancy with contraceptive device, pre-eclampsia, pulmonary oedema, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered anxiety, benign hydatidiform mole, depression, device dislocation, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, pulmonary oedema and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received events " pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, migration of essure device: location of device: outside tubal ostia, molar pregnancy, severe preeclampsia with oliguria and pulmonary edema" were added. Outcome of event "pain" was updated as recovering. Reporter, patient and product information were added. Medical history and lab data were added. Concomitant drug was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.